Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with left leg pain associated with back pain with degenerative lumbar intervertebral disc l5-s1 with positive discography and underwent the following procedure: lumbar arthrodesis l5-s1 with lumbar decompression. Posterior lumbar interbody fusion l5-s1. Posterior lateral fusion l5-s1. Insertion of spinal device, probably ethylene cage l5-s1. 5. L5-s1 instrumented arthrodesis using pedicle screw segmental fixation. Harvest of autograft from left posterior iliac crest. As per op-notes, ".. The cancellous bone was then brought to the back table, wrapped in the bmp sponge and the sponge was packed into the cage. The cage was then inserted into the stable position and then a secondary sponge was packed down in between the cage and the lateral portion of the disc at l5-s1." On (B)(6) 2009: the patient presented with a chief complaint of back pain. On (B)(6) 2009: the patient was pre-operatively diagnosed with recurrent lumbar pain with multilevel angulatory instability and underwent the following procedures: anterior lateral inter body arthrodesis l4-l5. Instrumentation using xlif plate. Insertion of spinal device. Use of allograft bone. On (B)(6) 2009: the patient underwent x-ray of the lumbar spine post-op. Impression: there is re-demonstration of the patient's recent posterior metallic fusion and intra discal instrumentation at l4-l5 and l5-s1 disc spaces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.